Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The physician had difficulty rotating the plunger and the capsule remained attached to the delivery system until removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.